Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. Magnetic resonance imaging (MRI) was performed and showed the rectal lumen was pierced during the procedure. The hydrogel was in the space and then tracked back to the lumen. The patient received a colonoscopy. The patient received two doses of radiation before it was stopped and was expected to fully recover. The patient's radiation therapy will be delayed.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 11may2022. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. Magnetic resonance imaging (MRI) was performed and showed the rectal lumen was pierced during the procedure. The hydrogel was in the space and then tracked back to the lumen. The patient received a colonoscopy. The patient received two doses of radiation before it was stopped and was expected to fully recover. The patient's radiation therapy will be delayed. Additional information received on june 8, 2022: the small hole was a perforation secondary to gel misplacement. Fiducials markers were administered transperineally and the procedure was performed under general anesthesia. The patient is reportedly doing well and will wait for the gel to diminish to do treatment, and the patient received external beam radiation therapy (ebrt). The patient had received two treatments before ebrt was delayed.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 01may2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 11may2022. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non vascular. Evaluation conclusion code d17is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.